Event description:
It was reported that the microcatheter and guidewire became entrapped. A renegade? Hi-flo? Microcatheter and a 0.016" fathom? Guidewire were selected for use in a procedure. It was noted that the guidewire became stuck in the microcatheter. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi-flo device was returned to our post market quality assurance laboratory. The returned device consists of a renegade hi-flo with a 0.016" guidewire inserted. Visual examination revealed a microcatheter stretched shaft section located approximately 8cm to 22.5cm from the strain relief. Functional test failed due to microcatheter stretched and entrapment over wire. This concludes the product analysis.

Event description:
It was reported that the microcatheter and guidewire became entrapped. A renegade? Hi-flo? Microcatheter and a 0.016" fathom? Guidewire were selected for use in a procedure. It was noted that the guidewire became stuck in the microcatheter. There were no patient complications as a result of this event. It was further reported that the microcatheter did not track over the guidewire correctly.

Event description:
It was reported that the microcatheter and guidewire became entrapped. A renegade? Hi-flo? Microcatheter and a 0.016" fathom? Guidewire were selected for use in a procedure. It was noted that the guidewire became stuck in the microcatheter. There were no patient complications as a result of this event. It was further reported that the microcatheter did not track over the guidewire correctly.